Event description:
Glucose sensor hasn't worked 4 of 7 sensors and reader has broken twice. Twice the needle broke off in my arm. My glucose has gone over 300 on numerous occasions due to faulty sensors/readers. I had to go to emergency dept to have glucose dealt with and needle removed. These sensors cost (B)(6) each and I have never been refunded they just send more sensors that 4/7 don't work. They still haven't replaced the reader. Ref reports: mw5158334, mw5158335, mw5158336.